Event description:
A connector detachment from the catheter was reported. Via x-ray taken on (B)(6) 2011, a catheter breach between pump and spinal catheter was suspected. There were no symptoms of withdrawal or increased spasticity. A catheter dye study and 3dct was planned by the physician next week. Patient was prescribed 30mcg/day of oral baclofen. On (B)(6) 2011, when the catheter implant site was opened, it was noticed that the connector and strain relief sleeve were detached from the spinal catheter. The doctor only replaced the pump catheter and decided to continue the use of the spinal catheter.

Event description:
The patient was later reported to have experienced difficulty walking in shoes. Varus of the right leg had come to be a little noticeable. A 3dct was done and confirmed the lack of catheter continuity. It was later reported that when an angiography was done (B)(6) 2011 the same findings were obtained. Catheter restoration was performed. The catheter connection was disconnected at the connector terminal and the connector was at the back of the pump. Per the health care provider no damage to the catheter or strain relief sleeve was observed as part of the intraoperative findings; for some reason the catheter and connector became disconnected. The patient outcome was noted as recovered (B)(6) 2011.

Manufacturer narrative:
Catheter model 8711, serial# (B)(4), implanted: (B)(6) 2011 explanted: unk.

Event description:
Additional information received reported that a suspected catheter fracture was found on (B)(6) 2011. During the 'recanalization' on (B)(6) 2011, it was found that a portion of catheter was pulled into the pump pocket, with the connector still attached to the pump-side catheter. The strain relief sleeve was found disconnected at the connector on the spinal catheter. The suture threads used for securing the catheter was not visible. It seemed the threads slipped off. The suture loop thread of the pump was detected only in one location. The threads in the other two locations seemed slipped off. It was noted that the physician used to perform anchoring very carefully, hence there seemed to be no abnormality in the procedure.

Event description:
Additional information: it was later reported that about 2-3 months ago patient was treated as an outpatient. Some bowing was evident in the gait, but there was no major change to spasticity. The patient also had no subjective symptoms. One month ago, there were no changes from previous visit. The patient indicated that the condition was good with no subjective symptoms. On (B)(6) 2012, patient visited the hospital and indicated condition was good with no subjective symptoms. A certain amount of slight bowing was noted and an x-ray imaging was taken that indicated no continuity at the pump side catheter and the spinal catheter. As the patient's condition was good, retesting (3dct or contrast radiography) was scheduled for next week and the patient was sent home. Dosage was also controlled between 20 to 40 ug. It was added that as x-rays had not been taken 1 month post-implant, it was unknown when the event occurred/began.

Manufacturer narrative:
Two segments of the 8711 lot# n208162012 were returned for analysis. No visual anomalies were note on segment 1 and it passed the patency testing. No suture material was present on segment 2 the clear strain relief shroud as received. Segment 2 the clear strain relief shroud did not show evidence that it was sutured in place. No spinal catheter segment was returned, therefore, a primary piece for analysis was missing to come to a full conclusion. It was believed that the lack of suture on the primary anchor also known as the strain relief shroud to hold it in place was the reason that the catheter may have come apart. The connector pin and the clear strain relief shroud were measured with a calibrated measuring tool and measured with in specifications.

Manufacturer narrative:
(B)(4).